Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that during a hysterectomy, the knife stuck and would no longer cut. The blade was protruding from the jaws of the device. There was no pt injury. The incident device was returned and a visual inspection confirmed that the knife was protruding from the jaws of the device.